Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 july 2020: lot 142147a: (B)(4) items manufactured and released on 8-nov-2019. Expiration date: 2024-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in 21 days after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head. The surgery was completed successfully.